Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was a connection issue on a homechoice cassette. The customer reported that one of the five lines "came out of the base". This event occurred outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.